Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morpho logy was reported as moderate tortuosity, moderate calcification, and moderately angulated aortic neck. Aortic neck diameter at the renal arteries was reported as 25 mm, 9 mm below the renal artery it was 34 mm, reverse funnel and 9 mm in length. The stent graft was implanted however due to the patient's anatomy after deployment the stent graft moved down and there was inaccurate delivery with a type I endoleak (ref MFR # 2953200-2010-00229). The physician elected to place a three talent cuffs however the final angiogram revealed a proximal type I endoleak (ref MFR # 2953200-2010-00230). The physician placed a palmaz stent and the endoleak was resolved. Approximately three weeks ago it was reported that the patient was referred to another facility for a translumbar coil embolization of a type 2 endoleak due to a right hypogastric aneurysm which was 20 mm in size. The right hypogastric was coiled and it was covered with another manufacturer's grafts (sizes 14x14 and 14x7) and extended down to the right external iliac. The event was attributed to disease progression. No additional clinical sequelae were reported and the patient was stable.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak). Condition affected effectiveness of device (type 2 endoleak). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (type 2 endoleak).